Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer had been experiencing fluctuating blood glucose (bg) levels; however the exact value was not provided. No additional information regarding this event was provided by the customer.